Event description:
During manufacturer review of a patient's vns programming history, it was noted the initial interrogation on (B)(6) 2004 indicated the settings were due to a previous faulted systems diagnostics test, as the settings were 1ma/20hz/500 pulsewidth/30sec on/60min off. The settings were corrected at this visit to 1ma/20hz/500 pulsewidth/30sec on/5min off. There is no data prior to the interrogation on 11/26/2004 to explain the initial interrogation on (B)(6) 2004 of 1ma/20hz/500 pulsewidth/30sec on/60min off. It is likely a faulted systems test occurred with an unknown vns programming system at some point between vns implant surgery on (B)(6) 2004 and the initial interrogation on (B)(6) 2004.

Manufacturer narrative:
Analysis of programming history.